Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that this was the third foley catheter that failed due to a hole in the balloon. Stated that on the last one the balloon developed a fold when it deflated created a ridge which resulted in patient injury to the urethra. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Correction: d,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that this was the third foley catheter that failed due to a hole in the balloon. Stated that on the last one the balloon developed a fold when it deflated created a ridge which resulted in patient injury to the urethra. No medical intervention was reported.